Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Customer complaint of incorrect pharm guard was confirmed through information verification. Upon further investigation found the uso (upstream occlusion) seal buckled. Replaced lcd (liquid crystal display) lens, keypad, and labels. Updated the software to pharm guard. Performed dso (downstream occlusion)/uso sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the incorrect pharm guard was installed. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: uso (upstream occlusion) seal buckled.